Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient has undergone hysterectomy on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2004 and on (B)(6) 2012, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with total abdominal hysterectomy, uterosacral vaginal vault suspension, halban¿s culdoplasty and cystoscopy.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with total abdominal hysterectomy, uterosacral vaginal vault suspension, halban¿s culdoplasty and cystoscopy.

Manufacturer narrative:
Date sent to FDA: 11/29/2016.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.